Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had multiple medication foil packages jammed between the retractor band and the drawer controller board. A field service engineer (fse) found alcohol, pet pads, wrappers, and other loose materials lodged between the drawer controller boards and the retractor bands. The fse removed all medications and debris, thoroughly cleaned the affected areas, and restored proper clearance. After cleanup, the drawer was tested and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was not communicating and stated that it was not connected to the bus, so it could not be recovered to load or remove medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.